Event description:
Information was received indicating that an upstream occlusion occurred to a smiths medical cadd®-solis vip ambulatory infusion pump. There was no reported patient involvement or adverse effects.

Manufacturer narrative:
One cadd solis vip pump was received with no physical damage found. The event history log was reviewed and there was evidence of an upstream occlusion alarm. Functional and infusion tests were performed. The reported "upstream occlusion" error was duplicated during the tests. The upstream sensor was faulty and will be replaced to resolve the issue.